Event description:
The customer reported that their hard paddles assembly was working intermittently for energy delivery. The customer stated that they had to hold the cable of the paddles assembly in a particular spot, which could cause intermittent issues if they needed to use them on a patient. There was no report of patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they are unable to provide any resolution to the reported failure. Physio-control has not received any further information on the reported failure or the cause of the reported failure. The device has not been returned to physio for evaluation.